Event description:
It was reported that oversensing and noise was observed in the atrial and ventricular channels. Possible device header malfunction was noted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.